Event description:
It was reported that during a lap cholecystectomy procedure, the clips were malformed. An additional device was used to complete the case with no pt consequence.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.